Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was 20ga x 10cm powerglide catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and a hole in the catheter was observed on the catheter tubing, approximately 2mm from the molded joint. Microscopic examination of the catheter hole confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. The size of the hole was within the outside diameter of commonly used needles. The fracture edges were sharply formed and had planar (flat) surfaces. Blood residue was seen on the sample which showed that the product had undergone at least some use. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. Care should be taken when using sharp-edged instruments near the product. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "do not allow accidental contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps." An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recr1211 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a leak at the point of the plastic catheter connecting to the pink/purple connector. It was stated the when the rn went to aspirate, the catheter didn't have the resistance that she thought it should have. When the catheter was removed it was noted that blood was exiting at the point of connection. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that there was a leak at the point of the plastic catheter connecting to the pink/purple connector. It was stated the when the rn went to aspirate, the catheter didn't have the resistance that she thought it should have. When the catheter was removed it was noted that blood was exiting at the point of connection. No patient injury was reported.